Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 07-aug-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, it was determined that the patient details were not crossing over to the pyxis station. A technical support specialist (tss) tried to contact with customer, no responses were received. Additional information was added to the record if and when it was received.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es patient details were not crossing over to the pyxis station. The user was not able to access all patient details; they could not be displayed. The system failed to recover, even after reboot and recovery were performed. However, there were no delays or adverse events or injuries reported based on this event.